Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "touchscreen was blocked" (no display or display failure). A surgeon reported that the touch screen was blocked during a phacoemulsification surgery, at the phase of quadrant removal (after lens cracking). No system message was displayed. The pt was under local anesthesia. The system was shut down and restarted several times. The surgery was one hour delayed. The procedure was completed. Eight surgeries were postponed. No pt harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).